Event description:
It was reported that pump declared alarm 20 during pumping. Customer declined to answer whether blood glucose level exceeded 500 mg/dl; therefore, no specific impact on blood glucose level was provided. Technical support arranged to replace pump, and customer planned to use multiple daily injections as backup insulin therapy. Customer was instructed to put pump into storage mode and return it with the pre-paid label within 10 days.